Event description:
It was reported that the patient had recent open heart surgery and was fitted with a temporary pacer. The hv therapy was turned back on, but the physician did not turn the temporary pacer down. The ICD double counted the spikes from the temporary pacer and delivered inappropriate hv therapy. The issue was resolved and the device remains implanted. The patient will be monitored at routine follow-ups.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.